Event description:
It was reported that the user experienced multiple hypoglycemic episodes after starting ilet pump therapy, including a lowest reported blood glucose of 50 mg/dl lasting approximately 1¿2 hours, with low alerts received and correction using oral carbohydrates (cheez-its and glucose tablets); the user requested cgm target changes and was instead guided through a full supply change, ilet setup, and a factory reset to allow the algorithm to relearn. Symptoms included sweating and shaking. Outcomes included no need for assistance and no professional medical intervention or hospitalization. Investigation included troubleshooting and education with guided device reconfiguration. Investigation of this case revealed a cause that remained unclear despite intervention, with no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.